Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her father¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (freestyle lite). The complaint was classified based on customer service representative (csr) documentation, and further clarification when medical surveillance specialist reviewed the call. The reporter stated that she feels that the issue has been ongoing, but they first became aware of the meter issue, on (B)(6) 2018, at 3pm, she alleged that her father obtained an alleged inaccurately high blood glucose result of ¿390 mg/dl¿ on the subject meter compared to ¿302 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her father manages his diabetes using humalog insulin (no adjustments), and made no changes to his normal diabetes management, taking his usual dose of medication. The patient reported on (B)(6) at 3pm, the patient had developed symptoms of ¿shaking and not responding¿., the reporter described the "not responding" as a vagueness. The reporter stated that the patient was transferred to hospital, and treated with glucagon, for hypoglycemia. The reporter stated that the patient had previous episodes of ¿not responding¿, that she feels have been attributed to obtaining inaccurate high readings on the meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event, that required medical intervention, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.